Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios, omnipod software app version: 2.1.0, operating system: 26.3, hardware: iphone13.1, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient¿s mother that the patient had been hospitalized on (B)(6), 2026, due to a broken arm unrelated to the pod they were wearing. When the patient attempted to activate the pod, the cannula failed to insert into the skin. The patient¿s mother also reported that the pod experienced a communication error during activation. The infusion site for the pod was unspecified, and the pod was not worn. Treatment was continued by hospital staff by administering fast-acting insulin intravenously as the patient was preparing to undergo surgery for their broken arm. There was no impact to blood glucose levels reported. The patient was discharged from the hospital on(B)(6), 2026. The pod was discarded.